Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient had 2 dislocations and came into the ER at (B)(6) and was seen by a surgeon. X-rays showed that the femoral stem had spun out or came loose in the femur which made the joint unstable. The patient was revised on (B)(6) 2017 where the femoral stem and hip ball was removed and a new stem was inserted with good fixation and the joint was stable. Surgeon stated the stem had came loose and the hip dislocated as a result.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.